Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5164677.

Event description:
Voluntary medwatch received states that the patient experienced pacemaker mediated tachycardia episodes on right atrial channel with myopotential oversensing. Insulation breach was suspected. The lead remains in service. No adverse patient effects were reported.